Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. As the device was not returned, a product evaluation could not be carried out. A clinical assessment was carried out. It was concluded: ¿a review of this complaint case revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Per report ¿no patient harm,¿ therefore, no further medical assessment is warranted.¿ a risk management review was carried out. The risk files for this product contain multiple failure modes leading to the device not delivering negative pressure. The only harm associated with these failure modes is lack of negative pressure benefits. Without a returned device it is not possible to further isolate the cause of the complaint. A potential root cause for this problem is that there is an air leak with in the device. This can be caused for a number of reasons including; dressing not applied properly, without creases and fixation strips, filter/port not adhered to dressing correctly, connector not correctly fastened and secured to the pump, tubing trapped, folded over/kinked causing a blockage, dressing integrity has been compromised, skin has not been thoroughly dried before application of the dressing causing the dressing to not sufficiently adhere to the skin. The IFU for this product outlines step-by-step instructions for safe and proper application of the device. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that when npwt was going to be started utilizing a pico 7, the dressing was not compressed. The pump was removed from the tube, and made the vacuum state by blocking the suction port with a finger to check the device, however, the motor sound did not stop and continued. A gauze was applied to the wound for about 7 hours until backup pico 7 kit was reached to the hospital. No patient harm. The device will not be returned and further information is not available.